Event description:
A guidant/boston scientific endotak reliance g model 0184 right ventricular (rv) defib lead was placed into the right ventricle with placement verified and tested. When it was time to connect the lead to the bi-ventricular ICD generator, it appeared that there was a buckle or nipple protruding from the side of the lead located near where the lead connects to the generator.since the patient's underline rhythm is complete heart block, the physician did not feel comfortable leaving it. The lead was removed and a new lead was placed. The patient did well.